Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose level of 450 mg/dl. The customer¿s current blood glucose was 280 mg/dl. The customer was in emergency room as a result of high blood glucose. The customer also had symptoms like breathing problems, lightheaded, dizzy, hot clammy at time of event. The customer treated with insulin pump and in hospital. Customer was wearing the insulin pump at time of hospitalization. The customer also reported infusion set leaks. The insulin pump will not be returned for analysis.